Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-nov-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (15 mg/ml at 2.05 mg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and lumbar radiculopathy. It was reported that the patient experienced a return of symptoms. At a routine pump replacement for expected end of life on (B)(6) 2018, the hcp attempted to aspirate the catheter to confirm patency. However, he was unable to obtain cerebrospinal fluid (csf) return, so he chose to replace the catheter fully. The new catheter's patency was confirmed after replacement. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that no obvious cause of the inability to aspirate was identified. No further complications were reported.